Event description:
Tech alleged that the foot supports would not lock in the up position but when pressure was applied, would move to the down position.

Manufacturer narrative:
Tech found the foot support internal components were worn. Tech replaced the foot supports to repair this bed.